Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, vascular occurrence (vascular occlusion), was deemed to meet serious injury criteria of required intervention to prevent permanent damage. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a us physician and concerns a patient. The patient was injected with radiesse into the chin and prejowl sulcus (off label use of device), on friday, (B)(6) 2023. In (B)(6) 2023, after the radiesse injection, the patient experienced pain and was presenting with discoloration. The reporter wanted an information on treating a vascular occurrence. The outcome of the event was unknown.